Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
Related manufacture reference number: 2017865-2022-05794, related manufacture reference number: 2017865-2022-05796, related manufacture reference number: 2017865-2022-05797. It was reported that the patient presented during clinical follow-up, symptomatic of erosion. Upon inspection, it was noted that the leads were protruded and infection related to procedure was suspected. On (B)(6) 2022, the implantable cardioverter defibrillator was explanted and the leads were capped. The patient is recovering from procedure.